Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced frequent urination; pain while urinating; foul odor; abdominal pain; small cysts in the lateral aspect of the liver; ileus; other unspecified disorders of the urinary tract; dysuria; perineal discomfort (cramping,hesitancy, sharp); dyspareunia/pain during and following intercourse; non-enterococcal strep on urine culture; female genial symptoms nos; suprapubic pelvic pain; urethral prolapse; pain with holding urination; pain following urination; constipation; nausea; ulcerative type interstitial cystitis, with hunner's ulcers; genital edema; tooth-shaped foreign body in distal small bowel; urgency (difficult to postpone urination); bladder pain; lower abdominal pain; urethral pain; difficulty sleeping with nocturia; anxiety; labia pain; urine looks infected; pain; intravaginal pain; hematuria; tired/sluggish; urine retention, sensation of incomplete emptying; cystocele; chronic postoperative pain; chronic cystitis with erosion of the mucosal surface, no malignancy identified; urine cytology-atypical urothelial cells present in a background of abundant blood and mixed inflammation; urine cytology-benign, reactive urothelial cells and squamous cells without a significant inflammatory component; left lower quadrant and right lower quadrant pain - colicky, radiation to pelvis; urinary incontinence; rectal polyp (hyperplastic, negative for adenomatous hyperplasia and malignancy); uncomplicated internal hemorrhoids; pelvic pain (pinching, burning discomfort); difficult to initiative void (straining to urinate), with weak stream, small volumes at a time; terrible quality of life; pain and other symptoms associated with female genital organs - most likely related to tension on tot; urine cytology - benign, reactive urothelial cells and scattered neutrophils, no evidence of significant urothelial atypia and/or evidence of malignancy; stress urinary incontinence; complications of genitourinary device; urinary tract infection (burning and frequency, especially at night); depression; insomnia; inflammation; vaginal scarring; other physical and emotional injuries; "other"; bowel problems; urethral prolapse; and tenderness over the vaginal mesh following "transvaginal hysterectomy, bilateral salpingooophorectomy (tvh-bso), ajust sling and cystoscopy."

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain that was aggravated with car rides and movement, vaginal prolapse, friable tissue, tenderness during exam, cystoscopy showing erythema, small ulceration, bleeding, pain during and after intercourse, bladder spasms, three post implant surgeries to help treat the urinary symptoms, vaginal vault prolapse and occupational therapy to treat her condition.